Event description:
A facility reported: "patient began therapy with remodulin (treprostinil sodium, concentration 1 mg/ml) on (B)(6) 2025 for primary pulmonary arterial hypertension. The current dose was reported as 0.005 g/kg, continuous via intravenous (IV) route. Since an unreported date in 2025, the patient had a little bit of redness at her site (injection site erythema). She was advised by her physician that it could happen from biopatch (chlorhexidine gluconate) (dermatitis contact) or tugging on-line. She further mentioned that it was looking better. Co-suspect product included: biopatch. Relevant medical history included: primary pulmonary arterial hypertension. The patient was using c-pap [continuous positive airway pressure]. Action taken with IV remodulin was not reported for the events of injection site erythema and dermatitis contact. At the time of reporting, the outcome of injection site erythema was resolving whereas the outcome of dermatitis contact was unknown. The reporter did not provide causality for the events of injection site erythema and dermatitis contact with IV remodulin. The reporter's causality for the event of dermatitis contact with biopatch was considered to be possibly related."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The biopatch (unknown ID) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.